Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient alleges uncomfortable over-stimulation in the lower extremities when stimulation is turned on. Reportedly, the issue is resolved when the system is turned off. The patient denies any previous falls or past trauma. Follow-up identified the physician believes the ipg is causing the issue. Therefore, surgical intervention may be undertaken to replace the device.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the ipg was explanted and replaced. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.